Event description:
It was reported that one day post implant the left ventricular lead dislodged. The lead was successfully repositioned on (B)(6) 2015. The patient was well post procedure.

Manufacturer narrative:
(B)(4).